Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 12/4/2020. H.6. Investigation: customer returned (5) sealed 4mm, 32g pen needles from lot # 9352052. Customer states that the pen needles are clogged. All returned pen needles were tested and all were able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that 10 pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needles are not releasing insulin. Verbatim: spouse of consumer reported about 10 pen needles are clogged from current box. Stated the pen needles are not releasing medication during priming or the injection. Consumer does prime. "

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 10 pen ndl 32g 4mm 100bx 1200 USA was unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that needles are not releasing insulin. Verbatim: spouse of consumer reported about 10 pen needles are clogged from current box. Stated the pen needles are not releasing medication during priming or the injection. Consumer does prime."